Event description:
It was reported that this pacemaker was exhibiting undersensing. The patient reported feeling off sometimes. Technical services (ts) was consulted and noted real ventricular tachycardia (vt). The device remains in service. No adverse patient effects were reported.